Event description:
It was reported that externalized conductors were observed between the rv and svc coils via fluoroscopic imaging. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.